Event description:
A malfunction was reported with the pump, and there were no notable events leading up to this issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, allowing insulin delivery to continue.